Event description:
It was reported that bd veo¿ insulin syringe with the bd ultra-fine¿ needle boxes were missing expiration dates. The following information was provided by the initial reporter: "pharmacist stated she has some boxes missing expiration date."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6)was used as a place holder. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.